Event description:
The customer reported via phone call that they experienced hyperglycaemia. Customer's current blood glucose was 500 mg/dl. The customer did not have any symptom of hyperglycaemia. Customer was treated with manual injection. Auto mode feature was not active at the time of incident. The insulin pump will not return for analysis. Frn-unk-rsvr unomed set.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.